Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the reported kink; thus, resulting in the reported difficult to position and the reported difficult to remove the stent delivery system. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0 x 38 mm xience alpine device referenced in describe event or problem and concomitant medical products is being filed under separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in the right common iliac artery. A 3.0 x 38 mm xience alpine stent delivery system was advanced, but got stuck with the command guide wire due to a kink in the guide wire that occurred during the procedure. The devices were removed together as one unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.